Event description:
It was reported that a power on reset (por) occurred. No additional follow up could be obtained.

Manufacturer narrative:
Concomitant products: product ID 8870, lot# unknown, product type software; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).